Manufacturer narrative:
This event was previously reported on mrn 3012307300-2024-03091, submitted on 26-apr-2024. On review, a new complaint was created for the event due to a complaint system issue. Please disregard all reporting under mrn 3012307300-2024-03091. All information related to this event will be reported under the mrn number for this new report. A correction was made to the serial number: d4 serial number, d4 primary UDI number and h4 device mfg date have been updated in this report. B3: unknown, no information received to date. Device evaluation: one device was received for evaluation in good condition. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing found that the device was alarming "air in line detected" when the line had no air in it. The investigation determined that a faulty air detector was the cause of the reported issue. The air detector was replaced to correct the issue.

Event description:
It was reported that the device exhibited error code 1520 related to air in line after a short infusion. There was unknown patient involvement.